Manufacturer narrative:
The device was returned for evaluation and it was found that the handpiece strain relief was damaged. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid. The cause was identified as an interference condition that exists between the tubing set irrigation clip contacting the strain relief. Dimensional analysis reveals this interference condition will be existent despite the least and worse case tolerances imposed on position and size.

Event description:
During assessment at the integra repair center, it was observed that the c7036 cusa clarity 36khz handpiece stain relief was damaged. It was unknown if the device was in contact with the patient, if a patient was injured or if the event led to an increase in surgery time. Additional information was received on 28aug2018 stating that the issue was observed by the customer also during the procedure (pe). There were no consequences.